Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a consumer via a manufacturing representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that patient complained of premature battery depletion and stated some days they only used a quarter of the charger and other days they could make it the entire day with out it being completely depleted. The patient stated that voltage was left at the same level all day. It was mentioned that therapy was not optimal and had lost some of its effectiveness. The representative check impedances and all of channel 0-7 was out of range at 3.0v. Channels 8-15 were all between 20 ,000 and 22,000. The representative attempted to reprogram using channels 8-15 and noted a possible future replacement of lead or stimulator may be needed. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the high impedances have not been resolved and the cause has not been determined.

Event description:
It was reported that after speaking with the physician, they stated that the lead showed no evidence of damage, fracture or migration.

Manufacturer narrative:
Corrections: b5: it was reported that after speaking with the physician, they stated that the lead showed no evidence of damage, fracture or migration. (Opposite was previously reported) h6 device codes not applicable: a0401 /c62973 a0104 / c629917. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 977a260 lot# serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider reporting the patient had a surgical procedure to test the suspected non-functioning lead. Upon testing perioperatively the impedances on the left lead were found to be out of within normal limits, and it was determined the lead needed to be replaced. The lead showed evidence of damage, fracture, or migration. The battery was functioning appropriately. The patient¿s relevant medical history included chronic pain syndrome, radiculopathy, and post laminectomy syndrome.